Event description:
The device was used during a total gastrectomy procedure. Reportedly, the anvil did not tilt. The surgeon was able to remove the device and manually sutured to complete the procedure. The hosp has reported no pt injury occurred.